Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by MFR.: a promus premier ous mr 38 x 3.00mm stent delivery system was returned to the complaint investigation site. Visual and tactile analysis of hypotube shaft identified no issues. Microscopic examination of balloon cones performed and were not subjected to positive pressure. The stent was not attached or returned for analysis however, crimp markings were visible on the balloon material. No kinks or damages noted with shaft polymer extrusion. A microscopic examination of the distal and proximal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 06feb2026. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified middle left anterior descending artery. The lesion was engaged with a 6f 3.5 non-boston scientific (bsc) guide catheter and crossed with a non-bsc guidewire. Following pre-dilatation with a 2.00 x 12mm non-bsc balloon catheter, a 3.00 x 38 mm promus premier drug-eluting stent was advanced but failed to negotiate the lesion even after several attempts. The device was removed and the procedure was completed with a 3.00 x 38mm non-bsc stent. No patient complications were reported. However, returned device analysis revealed stent detachment.